Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and could not be recovered. A field service engineer had dialed into the device and assisted the customer to recover storage space. The remote manager recovered, and functional testing was performed in the medstation application with success. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was failed the customer stated that the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.